Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation') and fallopian tube perforation ('right essure device was perforating the tubal muscular was entirely outside of the right fallopian tube lumen') in an adult female patient who had essure (batch no. 717645, 717646-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disability (broken elbow). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date of insertion: (B)(6) 2011. Fu (B)(6) 2020: essure left coil: 6, right coil: 4. Essure implants were inserted were inserted into both tuba ostia without difficulty. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion post essure.. Pregnancy test - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones was described in patient¿s medical record: fallopian tube perforation and uterine perforation". Lot number reported (717646) is not valid. Lot number: 717645 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: pfs & mr received. New event dysmenorrhea, abdominal pain was added. Medical history, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation') and fallopian tube perforation ('right essure device was perforating the tubal muscular was entirely outside of the right fallopian tube lumen') in an adult female patient who had essure (batch no. 717645/717646) inserted for female sterilisation. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, uterine perforation and fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date of insertion: (B)(6)2011. Fu (B)(6)2020: essure left coil: 6, right coil: 4. Essure implants were inserted were inserted into both tuba ostia without difficulty. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: bilateral tubal occlusion post essure.. Pregnancy test - on (B)(6)2011: negative. ¿concerning the injuries reported in this case, the following ones was described in patient¿s medical record: fallopian tube perforation and uterine perforation". Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received. Event" fallopian tube perforation was added. Essure lot number was added. This case was medically confirmed. Reporters were added. Follow up 3 and 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation') and fallopian tube perforation ('right essure device was perforating the tubal muscular was entirely outside of the right fallopian tube lumen') in an adult female patient who had essure (batch no. 717645, 717646-inv) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation and fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date of insertion: (B)(6) 2011. Fu (B)(6) 2020: essure left coil: 6, right coil: 4. Essure implants were inserted were inserted into both tuba ostia without difficulty. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion post essure.. Pregnancy test - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones was described in patient¿s medical record: fallopian tube perforation and uterine perforation". Lot number reported (717646) is not valid. Lot number: 717645 manufacturing date: 2010-03 expiration date: 2013-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and uterine perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and uterine perforation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: previously reported event injury nos was replaced with migration of medical device. New event perforation was added. Removal date was reported. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.